Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self test performed on (B)(6) 2022. Repeat and confirmation tests were not performed. The consumer mentioned that she is a doctor and also other doctors informed her that the results are inaccurate and prescribed covid medication to her. The consumer stated that she was symptomatic.

Manufacturer narrative:
Tested the binaxnow covid-19 ag card retain kit lot 184215 with covid-19 lod and blank patient swabs. All tests were run in triplicate, were valid, and performed as expected. No false negatives were observed, and the customers complaint was not replicated. The manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 184215 and device part number 195-430h / lot 181251. Quality control release testing met specifications and there were no false negative results observed. The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). Based on the evidence available, it indicates that this device lot is performing within label claims. No further action is required. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. The following MFR report number is related to this report 1221359-2022-02818.